Event description:
The (B)(6) female patient received a cypher stent in the proximal lad. Two weeks later, a planned staged procedure was performed and the patient received two cypher stents in the proximal to distal circumflex. The email received from (B)(4) study indicated that approximately four months later the patient was hospitalized with chest pain. A revascularization was performed and the patient required a CABG of the left main. The implanted cypher stents in the proximal and mid rca were patent. The cypher stent in the distal circumflex had 30% occlusion. No intervention was performed on the cypher stent in the distal cfx. There was no disease distal to the left main. The disease that required bypass surgery was only in the left main. The disease in the left main was not within 5mm of the cypher stent in the proximal lad. The (B)(6) minutes of (B)(6) were received on (B)(6) and reviewed, adjudication status-final report. The committee agrees with protocol-defined non-q-wave mi (target vessel) and arc [peri-procedural pci], related to procedure and device. This was not initially reported as an adverse event. The patient was admitted on (B)(6) with a stemi, intervention was performed on the rca at the time and two days later a study stent was laced in the proximal lad. The ckmb was still elevated at that time, the troponin I was not drawn. Post treatment the cardiac enzymes rose again and this has been adjudicated to be a peri-procedural mi.

Manufacturer narrative:
The previous reported event of mi is not applicable for this stent and was reported in error. The event has been correctly reported under MFR report number 3003742446-2011-00334

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.